Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted a setscrew mark on the distal pin of the defibrillation portion of the lead. In addition, a setscrew mark was noted on the pin of the pacing portion of the lead; however, this mark was toward the front end of the pin, normally this mark is noted in the center of the pin. This could be an indication of a lead connection issue which may have contributed to the high impedances observed clinically. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits indicating that the lead was electrically continuous with no conductor fracture.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular defibrillation lead exhibited high impedances greater than 3000 ohms. A revision procedure was performed; the lead was removed, replaced with a competitor's lead, and returned for analysis. No adverse patient effects were reported.